Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid common iliac artery that was stenosed. A 9.0 x 40mm armada 35 balloon dilatation catheter was inflated at 10 atmospheres and held at that pressure for 2 minutes. It was noted that the pressure was not stable throughout the 2 minutes when a small leak at the hub was realized. The physician attempted to keep the pressure at 10 atmospheres but noticed pressure being lost due to the leak. The device was removed. Another armada 35 was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported leak due to a cracked hub was confirmed. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that is associated to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported leak due to a cracked hub appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.